Event description:
Device 2 of 3. Reference MFR report #s 1627487-2012-00385 and 1627487-2012-00387. It was reported the pt's (B)(6) pns system (off label) was explanted due to infection. A culture was taken; however, the results have not been confirmed. There are no plans for reimplant.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.